Event description:
Litigation alleges that patient experienced pain and discomfort. It is also alleged that the patient suffers from excessive levls of chromium cobalt.

Event description:
Litigation alleges that patient experienced pain and discomfort. It is also alleged that the patient suffers from excessive levels of chromium cobalt. Update 5/2/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).